Manufacturer narrative:
The reported event of lead noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device. The physician explanted and replaced the lead. However, the new replacement lead also exhibited a noise issue. The replacement lead was not used and replaced with another new lead. The patient was in stable condition.